Manufacturer narrative:
It was reported that approx. 10 weeks after the implantation a dislodgement of this rv lead was noted. The device delivered inappropriate therapies due to dislodgement. The physician categorized the event as cardiovascular and related to arrhythmia (atrial fibrillation/ flutter). Defibrillator function was deactivated and the rv lead was successfully repositioned. Prophylactic antibiotic therapy was given. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided follow up data, recorded between july 15th, 2020 and october 6th, 2020, showed the rv sensing amplitude, after returning from the chronic phase, fluctuating between 2 and 3.5mv, with an abrupt peak onto 11 mv in the end of the recorded period. After the chronic phase, the rv pacing impedance was recorded between 690 and 770 ohm, with an abrupt drop onto 610 ohm in the end of the recorded period. The analysis of the provided iegm episodes showed, based on the reported dislocation and oversensing in the rv channel, from both atrial signals and ventricular far-field signals, which led to the reported inappropriate shocks. The analysis of the provided fluoroscopic images showed the lead in the implanted state. No abnormalities found. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
It was reported that approx. 10 weeks after the implantation a dislodgement of this rv lead was noted. The device delivered inappropriate therapies due to dislodgement. The physician categorized the event as cardiovascular and related to arrhythmia (atrial fibrillation/ flutter). Defibrillator function was deactivated and the rv lead was successfully repositioned. Prophylactic antibiotic therapy was given. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that approx. 3 months after the implantation this rv lead dislodged. The patient was hospitalized. The lead was repositioned.